Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported their implant quit working. Patient said several years ago, they had turned the implant on and were using it, but it felt like it paralyzed their lungs. Patient was moving around trying to get it to stop, so eventually they just let the ins battery die; when they went back to recharge the ins later and it just didn't charge. Patient said they assumed the implant stopped working due to regular battery depletion. Patient mentioned they have an MRI set up for july, but they lost their external equipment. Agent reviewed MRI eligibility form could be filled out by healthcare provider. The patient was redirected to their healthcare provider to further address the issue. Patient plans to have their ins replaced in september.